Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that stable angina occurred and required medication. In (B)(6) 2022, the patient presented with myocardial infarction. The target lesion was located in the middle left anterior descending artery (lad) with 90% stenosis and was 32 mm long, with a reference vessel diameter of 2.75 mm. The target lesion was treated with pre-dilatation and placement of a 2.75 mm x 32 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to 0%. Ten days later, the patient was discharged on aspirin and ticagrelor. In (B)(6) 2025, the patient was diagnosed with stable angina. At the time of the event, the patient was on aspirin and ticagrelor. Medication was given to treat the event. Five days later, the patient was discharged from the hospital. At the time of reporting, the event was considered to be recovering/resolving.